Event description:
Pt experienced progressive cochlear implant electrode failure. Initially, 2 electrodes failed 5 months after implantation, then one more 4 months later, then another 1 month later, then 2 more 3 months later -approx 1 year post implantation.